Event description:
It was reported that an altatrack wire was used for an aortic procedure. During advancement of the altatrack and catheter, a dissection was noted in the right renal artery. Angioplasty was used to treat the dissection, and the procedure continued using conventional techniques. This adverse event is being submitted because the altatrack was in use when a dissection occurred. There was no alleged malfunction with the altatrack wire.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4, f9 & h4: the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, approximate age of device, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is united kingdom. Block h3: the altatrack was discarded, thus no returned product evaluation was performed. Block h6: dissections during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.